Event description:
It was reported that both the upper and lower displays were blank. The ventilator was not on a patient at the time of the event. The technical support engineer (tse) troubleshot the issue with the customer over the phone. The customer to exchange the breath delivery (bd) to graphic user interface (gui) cable.